Event description:
The reporter indicated that during an implant procedure, multiple attempts were made to position the defibrillation lead in the right ventricle. The lead was inserted on the right side due to a total occlusion of the left cephalic vein. Fluoroscopically, it was noted that the stiff stylet would only pass about 1 cam past the proximal end of the defibrillation coil.